Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 14-sep-2018 with the following findings: on investigation, the battery compartment was confirmed to be cracked. The returned battery cap was undamaged and able to fit. There was evidence of moisture corrosion is observed in the battery canister and on the display screen inside the pump. Leak testing failed due a battery compartment leak. The pump case was opened revealing further moisture corrosion was found to the continuous glucose monitoring module and to the power printed circuit board. Investigation confirmed the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue; a cracked battery compartment with moisture ingress. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.